Manufacturer narrative:
Corrected: b5 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's lead fractured was not confirmed via imaging. Patient's lead.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000078706.

Event description:
It was reported patient's lead was fractured. Investigation was unable to determine which lead was fractured. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient's lead was not confirmed fractured but had high impedances. Additional information indicated patient underwent surgical intervention on (B)(6) 2025 during which the system was explanted and replaced to address the issue. Therapy was restored post-operation.

Manufacturer narrative:
Corrected: b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.